Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-04676. Reference MFR report: 1627487-2012-04678. The pt received four trial leads (two with the same lot number). It was reported the pt was being programmed postoperative, and received a shocking sensation when the sjm rep connected the rapid programmer to the trial system. The system was turned off, then turned on and the issue recurred. The pt was programmed manually, and afterward, when the rapid programmer was used, the sensation was no longer present. No further complications during the trial were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.